Event description:
The pt experienced a loss of therapeutic effect over the last few months and symptoms of reflux. During a reflux procedure, it was observed that a lead tip had eroded into the mucosa of the stomach. A lead revision was planned. The pt outcome is unk. Further info is being requested from the hcp.